Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
It was reported that the ultrasound probe had detached on the bronchofibervideoscope. The location where the event occurred was requested but remains unknown. There was no patient injury or harm reported in association with this event.